Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA: 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the loading of a transcatheter bioprosthetic valve (b776250), with this delivery catheter system (dcs) (pli 30), the pin at the connection of the handle was found to be broken. The handle of the dcs separated and came off. The deployment knob separation was first noticed during the loading process, when the valve was beginning to be encapsulated. When the deployment knob separation occurred one of tabs was attached to the dcs, but another tab was confirmed to be in the tray. It was unknown whether the tab had broken before the loading began or if the tab broke during the loading process. The deployment knob trigger was used when opening the capsule for the first time and an unusual feeling was encountered when using the dcs from the beginning. The dcs was replaced and the procedure was completed. No patient involvement was reported with the broken dcs.